Event description:
It was reported that during a hip procedure, a screw passed through the screw hole in the acetabular cup. No intervention took place. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# 00625006530 lot# 67264521 bone screw self-tapping . G2: foreign ¿ event occurred in china. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.